Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient's device does not hold a charge and they are getting a MRI for something unrelated to their device or therapy. No further complications reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient needed an MRI for his head. The procedure was not due to a problem with a medtronic device or therapy. Product service specialist (pss) reviewed guidelines and advised the patient to have the health care professional call for guidelines. The patient stated they last felt stimulation and charged in (B)(6) 2017. The patient reported that they were in pain and it was bad but they could live with it. Pss repeatedly asked how long the patient had this pain and they said 2002 before the implant. Pss asked the patient if the pain was a recent change and the patient stated it comes and goes, it was about how it always has been but they had to watch how they bent because the slightest thing would send them into a spasm and at the moment they had pain in their back. Patient stated they could not give them a date when this pain started. The patient also indicated that they were in a car accident 4 months ago. Pss asked if it was in (B)(6) 2017 and the patient stated they thought so but were not sure. No further patient symptoms or complications were reported from this event.